Manufacturer narrative:
(B)(4). Evaluation method: other: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Conclusion: based on the limited info available at this time, no conclusion can be drawn. Device history review is pending. A supplemental report will be filed.

Event description:
Medtronic received info that when this cannula was removed from the atrium, the tip of the cannula detached from the cannula. The tip was located in the inferior vena cava and the surgeon made an atriotomy to the pt in order to recover the tip of the cannula. No further pt complications were reported.